Event description:
It was reported "clear fluid leakage from the cvc at the puncture site, with a visible swelling and fluid leakage occurring as soon as the infusion was started. The cvc was removed." The device was replaced. Treatment was slightly delayed by the insertion of the new cvc. The patient reported feeling localized pruritus which quickly subsided. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Signs of use were observed on and inside the catheter. Large amounts of biological material were observed inside the medial extension line. Visual examination of the catheter revealed no defects or anomalies, including kinks, holes, or cuts. However, sutures were noted along the catheter body. The catheter length from the juncture hub to the distal tip measured 216mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The catheter body outer diameter measured 2.42mm, which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional and functional requirements, including leak testing performed per bs en iso 10555-1. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "clear fluid leakage from the cvc at the puncture site, with a visible swelling and fluid leakage occurring as soon as the infusion was started. The cvc was removed." The device was replaced. Treatment was slightly delayed by the insertion of the new cvc. The patient reported feeling localized pruritus which quickly subsided. There was no medical intervention required. The patient's current condition is reported as "fine".